Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Corrected the component code grid.

Manufacturer narrative:
Updated reporter information and report source information.